Manufacturer narrative:
The case description states the device started to heat up in their pocket and that they smelled burning plastic. The case description then states they placed the device outside and heard a pop 10 minutes later and they then observed smoke coming from the device. The device was returned for investigation. Thermal and mechanical damage was observed throughout the entirety of the device. These damages showed indications of thermal runaway. The device was unable to power on and all device data was lost. Device temperature history was not able to be inspected. The device was sent out for external investigation. This external investigation is attached to the notes & attachments. This investigation found screen cracking and device bending and cracking consistent with a scenario in which externally imposed loads sharply folded the device about a diagonal axis. This axis of folding was aligned with the top right corner of the battery cell and was the site of the greatest damage to the battery cell. The force that resulted in the mechanical device cracking and bending was likely sufficient to breach the pouch casing, leading to thermal runaway of the lithium-ion cell within the device. Limited evidence of high density particles throughout the cell suggests it was at a low state of charge when this event occurred. Please refer to the attached investigation for additional investigation findings. The cause of the event could not be determined.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had a burning smell. The patient thought that the battery was melting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.